Event description:
This lv lead was implanted on (B)(6)2006 and remains implanted at this time. A call was placed to technical services on (B)(6)2017 stating that lv impedance was more than 2500 ohms on previous check but is currently stable and in range. Patient new physician was dr.(B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).